Event description:
An infusion pump with depleted battery alarm. The event was reported to have occurred during biomed testing. No record of any pt incident involving the pump and no pt injury had been reported.